Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 387mg/dl and a correction bolus was delivered to address the bg level. The customer cleared the occlusion alarm; no supplies were changed. The customer's bg level continued to rise and the customer started vomiting leading to an emergency room (ER) visit which led to a hospitalization. While in the hospital the customer experienced a bg level of 900mg/dl and diabetic ketoacidosis (dka). The customer received blood tests, chest x-ray, medicine, intravenous fluids and insulin delivered intravenously and via manual injections to address the bg levels and dka. The customer was released from the hospital two days later.